Manufacturer narrative:
Gbo complaint no: (B)(4). Received 26pc 450072/16k27b for evaluation. No samples of 450230/b17073ry were received. Received customer picture. We have no further inventory of the 450072/16k27b. We have no further complaints on the 450072/16k27b. We forwarded the complaint and picture to our supplier for their investigation and comments. A review of manufacturing and inspection records shows no abnormalities related to the reported event. Retain samples were examined visually and no appearance defect such as bent needle could be observed. We have no further inventory of the 450230/b17073ry. We have no further complaints on the 450230/b17073ry. A review of production documentation revealed no findings which could be related to the reported event. We have no further inventory of the components of the 450230. We forwarded the complaint and picture to our affiliated headquarters in (B)(4) from which we receive the components of the product. According to their investigation and comments, there are no quality irregularities on the concerned batch. Customer samples were evaluated. Samples were visually inspected; no deviations were observed. Needles were inserted into quickshield holders; all threaded with ease, no resistance was noticed. Samples were functionally tested by activating the safety mechanisms; they were found to work properly and lock with audible clicks. Needles were fully covered and remained intact. The complaint could not be duplicated.

Event description:
Customer states that after the phlebotomist completed the draw on a patient and went to close the shield, she did not hear the audible click so she stopped and noticed the needle was bent.